Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was stopped working changing out the reservoir. Customer stated that the insulin pump was not rewinding. Customer stated that the buttons was working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On event date of (B)(6) 2021, customer complained about the device having insulin leaking in the reservoir compartment and water inside the device. Customer also mentioned the buttons were not working, insulin was dripping after the motor stopped and the device was stuck on rewind at different points in time while the customer was using the device. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement and occlusion test. Device was received with the red indicator light constantly on during selftest. Cut open device and found severe corrosion on the connector's solder joints which is the keypad connector on electrical board 1. After installing the battery emulator to do the current measurement test, the device went into a blank display and no buttons were responding to key presses. Cleaned the connector and reinserted the battery emulator and the device booted up with no more blank display, buttons unresponsive or red indicator light anomalies. While continuing testing, the unit was received high sleep current measurement. Swapped with a good test keypad assembly and the unit was in specification. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification. No unexpected battery alarms/alerts noted during testing or in the history download close to the event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label and scratched case. Corrosion on battery tube, corrosion on keypad flex tail traces, corrosion on force sensor assembly, moisture damage on motor assembly, moisture damage electrical board 2 and moisture damage on lcd assembly. No confirmation of insulin inside the reservoir tube compartment. Unit was confirmed for moisture damage on multiple assemblies. Unit was not confirmed for a dripping anomaly while performing the occlusion test. Unit was not confirmed for prime/fill anomalies or rewind anomalies during testing. At a point in time the unit was confirmed for a blank display, keypad buttons unresponsive and the red led indicator light constantly on during testing due to severe corrosion on the j1 connector leads on pcba 1 (corrosion caused the solder to loosen and short out the leads). High sleep current measurement was confirmed during testing due to severe corrosion on the keypad flex trace tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.